Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain all additional information without success at this time. If further additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this tricuspid annuloplasty ring and after the ring was sutured into place, the physician determined the repair was not sufficient. The device was explanted and replaced with a bioprosthetic valve. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the failed repair is likely due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.